Manufacturer narrative:
Should additional information become available for the patient, a supplemental record will be filed.

Event description:
Consumer states that the rollator left brake has a piece missing, so the handle doesn't lock. Consumer states the brake stopped working a month ago.